Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call they for the last two weeks he has experienced high blood glucose as high as the 500 mg/dl range and the insulin pump had been alarming no delivery. He had changed the entire set and during troubleshoot, the customer mistakenly reconnected at the site and gave himself insulin. Customer stated he would eat and call back later. Customer called back about 20 minutes later and stated that he wanted the insulin pump to be replaced since it alarm no delivery with manual prime during troubleshooting and he has tried all remedies. Blood glucose at the time of the call was 338 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.